Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that on (B)(6) 2025. The patient presented to the emergency department with general headache and disorientation. Intravenous paracetamol was administered. A self-limited confusional episode was considered. The outcome was recovered/resolved on (B)(6) 2025. The site related assessment was not related to study device, study procedure, ancillary device, or antiplatelet medication. The sponsor assessment was considered possibly related to the artisse device and index procedure, not related to the ancillary device or antiplatelet regimen.

Event description:
Medtronic received a report that an assessment for product/therapy/procedure relatedness made by the investigator stating complete neck coverage not achieved. There was no assessment for product/therapy/procedure relatedness made by the sponsor or clinical events committee (cec). Per site assessment of 180 day follow up mr imaging from (B)(6) 2025, complete neck coverage was not achieved, there was 2 mm neck remnant from the intervention. Additionally, raymond & roy score was class 2 (was class 1 at procedural dsa imaging). Web occlusion score was class b (aligned with procedural imaging). No symptoms were associated with this finding. The patient's medical history includes: cigarette smoking, hypertension (uncontrolled) aneurysm symptoms: altered mental status, aphasia, migraines, nausea/vomiting aneurysm: acutely ruptured (05jan2025), localization: bifurcation branch; morphology: saccular; max aneurysm diameter: 4.8mm, aneurysm dome height: 6.3. Mm, dome width: 4.7 mm; aneurysm neck size:4mm, parent artery diameter distal to aneurysm: 1.6 mm, proximal to aneurysm: 1 mm. Additional information was received that the patient experienced a headache on (B)(6) 2025 of one week duration, worsening on (B)(6) 2025 when the patient went to the emergency room with right retro-orbital pain, photophobia, sonophobia, and nausea. IV enantyum was administrated. The event did not result in new or worsening of existing neurological deficits. The outcome was recovered/resolved on (B)(6) 2025. The site assessed as causally related to the disease under study, possibly related to the study procedure, and not related to the antiplatelet medication, ancillary device, or study device. Additional aneurysm details were provided. The aneurysm was located in the anterior cerebral artery, midline. There was complete stasis and raymond and roy at the end of the procedure was class 1. Ancillary devices include rist catheter and impress 5f merit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient's headache onset date was (B)(6) 2025. The site assessment of the headache event was adjudicated to conclusion that the headache event was not related to the artisse device, ancillary device, antiplatelet medication, or the procedure. The study sponsor assessment concluded conservatively that the event was possibly related to the artisse device and index procedure but was not related to antiplatelet treatment or ancillary device (rist catheter).

Manufacturer narrative:
B3. Event date updated based on additional information received. B5. Updated with additional event information received. H6. Fdc/annex d code updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Patient coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a neurology exam reported decreased left arm sensitivity. No other information was provided.